Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the ;implantable pulse generator (ipg), the setscrew made no clicking noise when the pacing lead was being screwed into the ipg. A new set screw was used but still no clicking noise was noted. The ipg was placed as testing of the device showed that all parameters were within range. No patient complications have been reported as a result of this event.